Event description:
It was reported when turning on the device, the screen just flickers and will not allow to set anything. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case and side bail cover are broken. Lcd (liquid crystal display) lens is scratched and battery contacts are compressed. (B)(4)